Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in intensive medical care unit and was reported to be (B)(6). The primary and secondary cause of infection was due to (B)(6) and sepsis. The whole system was explanted due to infection. There is no known allegation from a health professional that suggests the infection was related to the device or the leads. The physician did not report any vegetation on the leads. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.